Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer blood glucose level was 480 mg/dl was at the time of incident .customer treated with manual syringes. Troubleshooting was performed. Based on customer report customer did not allege pump was under delivering. Customer also mention the another blood glucose level was 390 mg/dl. The device was not returned for analysis.